Event description:
Information was received indicating that a cadd-ms® 3 ambulatory infusion pump displayed an occlusion alarm. After troubleshooting, the issue occurred again. There was no reported injury to the patient.